Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right distal femur was revised due to wear and debris from the insert and sleeve. Surgeon has requested that an elemental analysis be performed on the devices, which will be returned.

Manufacturer narrative:
An event regarding wear involving a mrh sleeve was reported. The event was not confirmed. Method & results product evaluation and results: visual inspection was performed as part of the material analysis report mar, dated 31-oct-2019. The devices were examined with the aid of a stereo microscope at magnifications up to 50x. This inspection indicated that damage consistent with the explantation process was observed. Synovial fluid absorption was observed. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: based on the ma review, damage consistent with the explantation process was observed. Synovial fluid absorption was observed. Based on the given information, no identifiable material or manufacturing discrepancies were observed on the surfaces examined. No excessive wear was noticed on the mrh sleeve. Thus, the failure mode could not be confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as primary and revision operative reports, clinical and past medical history, and additional serial dated x-rays are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patients right distal femur was revised due to wear and debris from the insert and sleeve. Surgeon has requested that an elemental analysis be performed on the devices, which will be returned.